Event description:
It was reported that the patients ipg was not holding a charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.